Event description:
It was reported that the patient had difficulty charging due to ipg migration as it was very loose in the pocket which was confirmed via x-ray. It was also reported that the patient experienced pain. The patient underwent an explant procedure. The explanted ipg was discarded.